Event description:
It was reported that stent damage occurred. During a percutaneous coronary intervention (pci), and while inserting a 2.75 x 48 synergy stent, stent strut damage occurred. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported in relation to this event.

Event description:
It was reported that stent damage occurred. During a percutaneous coronary intervention (pci), and while inserting a 2.75 x 48 synergy stent, stent strut damage occurred. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported in relation to this event. It was further reported that the stent damage was noticed during retrieval. The device was removed from the patient.

Event description:
It was reported that stent damage occurred. During a percutaneous coronary intervention (pci), and while inserting a 2.75 x 48 synergy stent, stent strut damage occurred. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported in relation to this event. It was further reported that the stent damage was noticed during retrieval. The device was removed from the patient.

Manufacturer narrative:
Device evaluated by MFR: a 2.75 x 48mm synergy stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the distal end were lifted from the crimped profile. The undamaged stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.